Event description:
Per the clinic, the revision surgery was performed under general anaesthesia on (B)(6), 2023.

Event description:
Per the clinic, the patient underwent a skin revision surgery (date not reported) for soft tissue reduction due to poor magnet retention. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.